Manufacturer narrative:
Date received by manufacturer: 30oct2019. Report date: 06nov2019. The customer reported that the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 11nov2019. The customer clarified the repairs. The customer reported that the touch screen was replaced to resolve the reported issue. After this repair, the unit was then able to be calibrated, and the customer reported the unit to be functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30oct2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse provided the part number for the customer.

Event description:
The customer reported that the touch screen was not working. There was no patient involvement.